Event description:
The device had been returned to the distributor to have the software upgraded. During testing, the device was powered with a data-pak and the unit functioned and met all specifications. A simulator was attached to the device and the unit turned off without any warnings. The unit was upgraded to the new software version, rev. 1.1.0, and the fault reoccurred when powered by the same data-pak. The distributor reported that the data-pak was kept inserted into the unit at all times since it was delivered to the customer.

Manufacturer narrative:
Investigation of the AED unit, found no faults, the internal circuitry was inspected and the standby, switch on the charge current are all within specifications. The data-pak, was found to have depleted cells which had not been reflected in the battery capacity counter. Further detailed analysis of the recorded battery usage data showed incidents were recorded from feb 14, 2006 to may 30, 2007, no charge or shock cycles were recorded and the total running time was recorded as 10.6 minutes. The cell depletion was such that with a load attached and the available power, the device could not issue the usual low battery warning or flashing service indicator but powered off as a precaution. Since the customer had the device for over a year with no problems with the periodic tests, the root cause of the battery depletion could have been a shorting of the contacts during the time the distributor had removed the data-pak from the unit.